Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained external damage with a cracked screen after a suspected drop from a pocket or backpack, after which the device was considered nonfunctional and the user reverted to multiple daily injections while continuing cgm use. Symptoms included no reported blood glucose impact or adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included attempts to obtain a photo of the damaged device and the serial number to assess damage and eligibility for replacement, as well as guidance to shut down the device and return it with a provided label. Investigation of this case revealed physical damage to the display component consistent with accidental impact, and device functionality could not be verified without the unit on hand. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related accidental damage.